Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that there was high capture thresholds on the ventricular leadless pacemaker (vlp) which led to loss of capture. The patient was asymptomatic. Initially, the vlp was programmed to a higher output to achieve capture, but the physician ultimately decided to explant and replace the vlp. The patient was stable throughout the procedure.